Manufacturer narrative:
If implanted; give date: not applicable as lens was removed and replaced. If explanted; give date: not applicable as lens was removed and replaced. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was fully inserted in the patient's left eye (os), due to a bent/broken haptic. The haptic broke off during insertion. The lens was replaced with another lens of the same model and diopter. The patient has recovered. No further information available.

Manufacturer narrative:
Device evaluation: product evaluation cannot be performed as the lens is not available. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records review shows that the units were released within specification. No non-conformance/exception report (nc/ER) was found as part of this manufacturing records review. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon review it was observed that the device code initially provided 1069 is being updated to 1261 to capture the reported detached haptic. H6. Medical device problem code, changed from 1069 to 1261. Additionally, the patient's date of birth was provided. A2. Date of birth, (B)(6), 1943 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.